Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt notified rep that she had fallen a couple times within the last month. This is first rep was made aware. Pt c/o increased hip pain since falls. Impedances all within normal limits. Able to recapture stim in correct areas. Pt will try for two weeks. Pt also reaching out to physician for possible xrays. Will follow-up in 4 weeks. No new information related to increased hip pain since falls. With respect to question of whether the issue of shocking had been resolved, patient responded that the issue had not resolved and in fact it happened again about a week ago. Cause of shocking was unknown and no diagnostics/troubleshooting steps had been performed. They were more careful while working with their ins products.